Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the reported power loss was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The cause of the power loss was identified to be a failing processor board, which requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was non-programmable due to power loss. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.